Manufacturer narrative:
Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient admitted to not recharging. At the last appointment, the patient told the healthcare provider he couldn¿t recharge. The manufacturer's representative was not there at that time or aware, and therefore no trouble shooting occurred. Rep called the patient and the patient admitted to not charging in a couple of months. Patient stated they didn¿t like how long it took to recharge. Patient was on hd settings and recharge burden was addressed by the rep and physician prior to implant. The hcp submitted for battery replacement to decrease recharge burden on patient and allow compliance. Patient admitted to getting pain relief and stimulator worked when charged and on. Overdischarge was not confirmed but likely due to no recharging and no ability to communicate with the recharger and patient programmer. Battery replacement is not scheduled as of now and is unknown when this will occur. However, has been planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.